Event description:
Technician alleged that the foot section does not brake, the head section was working. No pt was injured.

Manufacturer narrative:
Technician found the brake caster was damaged. Technician replaced the brake caster to resolve the issue.